Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was received cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. There is no complaint related test. Results of the cosmetic and optical inspection performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: additional information that was known at the time of the initial MDR; but was not included. Surgeon noted the lens is not positioned correctly and must have moved. He is performing surgery tomorrow, (B)(6) 2016. Date of event is actually unknown as the exact date the lens was observed to not be positioned correctly was not provided. A best estimate is (B)(6) 2016. If explanted; give date: (B)(6) 2016. Date received by manufacturer: 01/25/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct400, was explanted form the right eye of a male patient one week post implant. No further information was provided.